Event description:
Allegedly, patient suffering from mom complications. Additional information received 04/03/2017. Allegedly the patient has been updated to right hip conserve 8+ year revision claim. Her implant date is (B)(6) 2007 and her revision date is (B)(6) 2016.